Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced a high blood glucose level of 443 mg/dl. The caller stated that the customer had a bent cannula and had to change the infusion set three times in two days. The customer's blood glucose level kept going high. Troubleshooting was performed for the bent cannula. Customer declined troubleshooting for high blood glucose level due to the bent cannula issue. The insulin pump will not be returned for analysis.